Event description:
Additional information indicated the patient¿s concerns were not resolved at the time of follow-up. Further information reported that ¿due to difficult anatomy, the leads were difficult to steer¿ during the patient¿s implant and revision procedures. It was stated ¿the patient had decent coverage, however one of the leads migrated.¿ it was further stated that ¿upon revision on the migrated lead, the physician accidentally pulled on the wrong lead and displaced the remaining functional lead.¿ it was noted that ¿both leads were revised with minimal success¿ at that time. It was stated the patient¿s physician ¿did not want to ever perform surgery on the patient again.¿ it was noted that multiple reprogrammings had been performed with ¿minimal success¿ and the patient was receiving ¿minimal effective therapy¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# v465519, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v919675, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va00kga, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4),implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# va0374k, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported after the patient¿s initial implant procedure, their implantable neurostimulator (ins) ¿only worked on the right side.¿ it was stated the patient underwent a revision procedure and that following the procedure the ins ¿worked only on the left side.¿ it was reported the patient then underwent a second revision procedure, after which the ins ¿did not work at all, other than to give her intense electrical shocks on both sides of her lumbar spine.¿ it was noted the patient experienced the shocking sensation ¿even on the lowest settings.¿ the patient noted that in addition to the ¿electrical shocks¿ she also ¿still had pain.¿ it was stated that ¿working with the settings¿ on the patient¿s ins had not changed her condition. It was additionally reported the patient was told she had ¿so much scar tissue that another surgery would be quite hard.¿ the patient reported she was ¿totally unhappy¿ with her ins and that she was ¿tired of living in pain and being on a large amount of pain relievers.¿ additional information has been requested. A supplemental report will be filed if additional information is received.